Event description:
The facility representative reported a pump with failure code of 812:02. The condition occurred during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. Evaluation summary: the device evaluation was completed and failure code 812:02 confirmed (in event history) due to a defective pump head module (phm). Service installed a new phm and tested the device.